Event description:
After 37 months of implantation, this implantable cardioverter defibrillator was explanted because the pt was receiving inappropriate shocks. The facility was notified that this device was a suspect device for over-sensing. It should be noted that at this time co is unable to determine whether this implantable cardioverter defibrillator or the lead that was attached to this implantable cardioverter defibrillator (lead also explanted and submitted on a MDR) caused or contributed to the inappropriate shocks that the pt received.

Event description:
After 37 months of implantation, this ICD was explanted because the pt was receiving inappropriate shocks. The facility was notified that this device was a suspect device for over-sensing, see attached letter. It should be noted that at this time co is unable to determine whether this ICD or the lead that was attached to this ICD (lead also explanted and subitted on a MDR) caused or contributed to the inappropriate shocks that the pt received.